Event description:
During the leadless pacemaker (lp) system implant procedure, while maneuvering the right atrial (ra) lp, the patient went into atrial fibrillation (af). The ra lp system was explanted. The patient received a dose of intravenous medication to resolve the af and was in stable condition.